Manufacturer narrative:
Device code (B)(4) no longer applies.

Event description:
Additional information received from the health care professional indicated that the pump implant location was anterior left lower q quadrant and the catheter was placed at t9. The patient started experiencing decreased efficacy approximately (B)(6) 2016. On (B)(6) 40ml was extracted from the pump and it was supposed to be 5.6ml. On (B)(6) they were expecting 4.7ml and the actual was 8ml. On (B)(6) a refill was performed and the concentration was reduced prior to the replacement of the intrathecal product. The issue found with the catheter during replacement was not present, they did not have the information at the clinic, they also reported that the exact issue was that the catheter was not flowing and could not be aspirated, the causality was unknown. Following replacement of the device and catheter, the patient had improved therapeutic response. A session data report was provided the date was (B)(6) 2016. The pump and catheter were replaced. The new pump was delivering morphine (concentration 1 mg/ml, dose 0.2546mg/day) and bupivacaine (concentration 12 mg/ml, dose 3.055 mg/day)

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n204187029, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving mo rphine (concentration 1 mg/ml, dose 0.2546 mg/day) and bupivacaine (concentration 12 mg/ml, dose 3.005 mg/day) via an implantable pump for spinal pain. On an unknown date in 2016, during device follow-up, the patient experienced decreased efficacy, the pump logs were reviewed and no errors/stalls were noted. A dye study was attempted on (B)(6) 2016 however, the radiologist abandoned the procedure due to inability to aspirate the catheter. Based on the information provided by the managing physician, it was quite obvious that this was a catheter issue and not a pump issue. It was further noted that the patient was scheduled for a pump replacement on (B)(6) 2016 and upon interrogating and reviewing the patients implant record it was discovered that the pump was recently implanted on (B)(6) 2016. Upon this discovery the manufacturing representative (rep) immediately contacted the managing physician and was informed during this contact that at the patients last two refills 40+ ml's of drug was aspirated when they were only expecting a couple ml's. Based on the last two refills the managing physician determined that the pump needed to be replaced. The rep re-interrogated the pump and reviewed the logs which demonstrated the pump was functioning appropriately with no errors or motor stalls. The rep once a gain contacted the managing physician to explain that based on the two previous refills and the log book that the patients pump was functioning appropriately and that most likely the cause of the volume discrepancies was an occluded catheter. The managing physician insisted that the pump be replaced and the catheter tested. The operating physician arrived and the rep explained the results of the investigation. The operating physician decided he needed to follow the request of the managing physician. The catheter was tested during the procedure and determined to be non-functioning. Both the catheter and pump were replaced; per the request of the managing physician. It was unknown as to what may have led or contributed to the issue. The catheter and pump were replaced on this report date and would be returned to the manufacturer. At the time of this report, the issue was resolved and patient status was ¿alive ¿ no injury¿

Manufacturer narrative:
The date of the event was updated . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.